Manufacturer narrative:
The motor battery charger was returned to the manufacturer for analysis. The motor battery charger passed functional output bench testing. Visual inspection noted that all led's light and the board is in good condition. The tester installed the motor charger board in a test imaging system and the system readied and charged as expected. No battery errors or unexpected power down were observed during testing. No functional or visual problem was found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information has been requested, but not provided. A medtronic field service engineer (fse) visited the site and found that the o-arm image acquisition system would shut down when moving it. He replaced the 8 motion batteries and the motion battery charger board. System tested fully functional after part replacements.

Event description:
A hospital radiology technician (rt) reported that the o-arm mvs (mobile viewing station) would shut down very quickly. This occurred in surgery. No harm to patient reported.